Event description:
Allegedly, during a laparoscopic cholecystectomy procedure, pt sustained burn marks on the liver due to arcing from damaged insulation near tip of the instrument. Pt remained in hospital overnight for observation and no further treatment was required. Pt discharged in stable condition.

Manufacturer narrative:
The 26775uf instrument has not been released by risk management. Customer indicates in original medwatch report that insulation was breached where electricity emitted from tip of the instrument. Therefore, instrument was sparking due to damaged insulation and caused burn marks on pt's liver.